Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2016. Batch # (B)(4). The device was returned in good physical condition with the blade tip intact and not broken off as reported by the customer. In addition, a small piece of metal was returned in a small bag. This small piece of metal is not the titanium blade tip; nor a part of the device. No conclusion could be reached as to what this piece of metal is. The device was connected to a test handpiece and tested on a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. The device was disassembled to inspect the internal components and no anomalies were found. It is possible that the device returned may have been the one used to complete the procedure and it is not the device complained about. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch #unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during a laparoscopic assisted oesophagectomy procedure, part of the blade (possibly the tip) has broken off the device. The tip of the blade was retrieved from the patient, and is in a pot alongside the device. Another like device was used to complete the procedure. There were no adverse consequences for the patient.